Event description:
After the pulmonary vein isolation procedure with pulsed field ablation was completed, a strand was noted at the top of the sheath after the volt catheter and sheath were removed. When the strand was pulled, a long thread was removed and had a ¿metallic¿ feeling. The sheath also would not deflect to one side. At one stage it did appear that the splines of the volt catheter mushroomed a little against the tip of the agilis sheath as it was withdrawn. There was no damage to the volt catheter and it functioned normally. There were no adverse consequences to the patient.